Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was discovered that the lot code on the label was missing a digit and is not a valid lot code. Lot code on the sticker is 2601111-01. Lot code 26061111-01 scanned properly at a cycle count done in (B)(6) 2015.

Manufacturer narrative:
An event regarding label content involving a mako femoral component patient label was reported. The event was confirmed. Device history review: all devices were accepted into final stock with no reported discrepancies. Complaint history review: there has been one other event for the lot referenced. Conclusions: the investigation concluded that label content was caused by a keystroke error by the label operator while entering the lot information to the patient label.

Event description:
It was discovered that the lot code on the label was missing a digit and is not a valid lot code. Lot code on the sticker is 2601111-01. Lot code 26061111-01 scanned properly at a cycle count done in october 2015.